Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune disorder ('autoimmune disorder') in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plantiff did not undergo essure confirmation test". The patient's previously administered products included for birth control: nexplanon from (B)(6) 2014 to (B)(6) 2015. Concurrent conditions included body mass index normal. Concomitant products included diazepam (valium) from (B)(6) 2018 to (B)(6) 2018, lithium carbonate from (B)(6) 2017 to (B)(6) 2018 and zolpidem tartrate (ambien) from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and mood swings ("hormonal changes describe: mood swings"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain") and back pain ("lower back pain"), 25 days after insertion of essure. On (B)(6) 2015, the patient experienced the first episode of vaginal discharge (" vaginal discharche"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced autoimmune disorder (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced nausea ("nausea") and acne ("rashes or skin conditions: acne / hormonal changes - describe: acne"). On (B)(6) 2017, the patient experienced fungal infection ("infection (other): yeast"). On (B)(6) 2018, the patient experienced night blindness ("vision/eye problems-type: night blindness"). On an unknown date, the patient experienced nasopharyngitis ("hormonal changes describe:cold"), the second episode of vaginal discharge ("heavy discharge") and migraine ("migraines / headaches") and was found to have weight decreased ("weight gain /loss (specify which one) weight loss"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (unilateral)\laproscopic surgery removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia and migraine had resolved and the autoimmune disorder, nasopharyngitis, dysmenorrhoea, fungal infection, the last episode of vaginal discharge, fatigue, mood swings, nausea, acne, night blindness and weight decreased outcome was unknown. The reporter considered abdominal pain, acne, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, fatigue, fungal infection, migraine, mood swings, nasopharyngitis, nausea, night blindness, pelvic pain, weight decreased, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: current weight 99 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the coding of event heavy discharge was updated from discharge to vaginal discharge. No new follow-up information was received from the reporter. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune disorder ('autoimmune disorder') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's previously administered products included for birth control: nexplanon from (B)(6) 2014 to (B)(6) 2015. Concurrent conditions included body mass index normal. Concomitant products included diazepam (valium) from (B)(6) 2018 to (B)(6) 2018, lithium carbonate from (B)(6) 2017 to (B)(6) 2018 and zolpidem tartrate (ambien) from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and mood swings ("hormonal changes describe: mood swings"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain") and back pain ("lower back pain"), 25 days after insertion of essure. On (B)(6) 2015, the patient experienced vaginal discharge (" vaginal discharge"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced autoimmune disorder (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced nausea ("nausea") and acne ("rashes or skin conditions: acne / hormonal changes - describe: acne"). On (B)(6) 2017, the patient experienced fungal infection ("infection (other): yeast"). On (B)(6) 2018, the patient experienced night blindness ("vision/eye problems-type: night blindness"). On an unknown date, the patient experienced nasopharyngitis ("hormonal changes describe:cold"), discharge ("hormonal changes: heavy discharge") and migraine ("migraines / headaches") and was found to have weight decreased ("weight gain /loss (specify which one) weight loss"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (unilateral)\laparoscopic surgery removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia and migraine had resolved and the autoimmune disorder, nasopharyngitis, vaginal discharge, dysmenorrhoea, fungal infection, discharge, fatigue, mood swings, nausea, acne, night blindness and weight decreased outcome was unknown. The reporter considered abdominal pain, acne, autoimmune disorder, back pain, discharge, dysmenorrhoea, dyspareunia, fatigue, fungal infection, migraine, mood swings, nasopharyngitis, nausea, night blindness, pelvic pain, vaginal discharge and weight decreased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2019: new pfs received. This case becomes incident. Injury nos replaced with new events: pelvic pain, autoimmune disorder, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, mood swings ,cold, heavy discharge, infection (other): yeast, migraines / headaches, nausea, acne, vaginal discharge, night blindness, weight loss, abdominal pain, lower back pain, plaintiff did not undergo essure confirmation test. Outcome of events pelvic pain, abdominal pain, lower back pain,dyspareunia (painful sexual intercourse), migraines / headaches was update to recovered/resolved from unknown. Reporters and concomitant drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.